Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years. The patient remains ongoing on lvad support. However a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the physician requested an external percutaneous lead replacement due to cosmetic damage. No clinical symptoms were reported. On (B)(6) 2017 technical services completed the distal end percutaneous lead (driveline) replacement. Post-replacement all tests passed.

Manufacturer narrative:
The reported cosmetic damage was confirmed through evaluation of the returned portion of the driveline. Technical services personnel arrived onsite on (B)(6) 2017 and performed an external driveline repair. The replaced portion of driveline was returned measuring approximately 14 inches. Examination of the driveline revealed rescue tape applied approximately 4.5 inches from the controller connector. Removal of the tape revealed a tear to the outer jacket at the same location. An additional tear was identified approximately 9 inches from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Examination of the metal shielding revealed approximately 12 inches of breakdown. No insulation breaches to the underlying wires were identified. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on vad support with no further issues reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.